Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump had critical pump error alarm. Customer blood glucose reading was 183 mg/dl. Troubleshoot was performed. Customer saw a red x on the screen. Customer stated the insulin pump did not have physical damage and the insulin pump was not bumped or dropped. The alarm only happened once. The insulin pump will be returning for analysis.